Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use and the product was discarded. There was no patient injury or medical intervention reported. No additional information is available. This is report two of two.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: mar. 30, 2015 - apr. 01 2015. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.